Event description:
Information provided that the casters were not holding. No alleged injuries by account.

Manufacturer narrative:
Technician found that the casters were not holding due to faulty casters. Replaced all four casters to resolve this issue. Stretcher located in bed shop.